Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) external battery charger not charging.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: g2. A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. One side of the charger still worked. The fse replaced the battery charging station (0998-00-0802). The iabp passed all functional testing and was returned to service.

Event description:
N/a.